Event description:
Patient presented to the clinic after receiving inappropriate shock. The right ventricular lead impedance was high. It was suspected that the lead insulation was damaged. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.